Manufacturer narrative:
The device was returned intact and functional; the device weighed 5.6g over spec.

Manufacturer narrative:
Device evaluation: the device was returned intact and functional.

Event description:
P20 -baker 4 - right side - replacing with sientra pending revision. Sd - replacements pending.